Event description:
After surgery, during extubation, the patient bit through the reinforced silicone endotracheal tube breaking it into two pieces. The lumen of the tube was squeezed between the incisors and became completely obstructed. The two pieces were held together by the spiral wire. During attempts to open the jaw, the tube moved into the mouth. Arterial desaturation occurred, spo2 decreased to 40% and a profound bradycardin devloped. Intravenous succinylcholine 100 mg and atropine 0.5mg were given to the patient. After muscualr relaxation, laryngoscopy was performed. The end of the tube was 2-3cm above the vocal cords. The tube was removed by pulling on the spiral wire and 100% oxygen was administered via facemask. No lasting complications were reported for this patient.

Manufacturer narrative:
All of this info has been determined and added by the MFR. This info has been added by the mfg because this event occurred in a foreign country where there is no MDR contact personnel the report referenced in section f.11 refers to the MFR's initial report for this event, there is no user facility report for this event. F.10. Code 2203 (other): the patient bit through the device, no device failure.